Manufacturer narrative:
(B)(4).

Event description:
Information reported noted that the pacemaker exhibited no visible spikes in the ECG.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent attempts to be resuscitated after the implant procedure but deceased. The cause of death was suspected to have been due to fractured leads. No additional information was available at this time.

Event description:
New information reported stated that the patient was found unconscious in the hospitals corridor. Attempts to resuscitate the patient were performed for over an hour without success. The pathologist opened the patients body and noted the leads were broken. The patient also had several neurological diseases for which an investigation was started and ongoing.